Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and failed battery test. Customer's blood glucose level was as high as 600 mg/dl. Customer advised the cannula was bent which may have resulted in high blood glucose. Customer advised their healthcare provider changed some settings which resulted in blood glucose levels being off. Troubleshooting for failed battery test was performed. Customer's insulin pump was in a low battery state and caused a dark circle to appear which may have also caused the patient's blood glucose to rise.